Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system froze. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative reconfigured the basic input output system (bios) to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 26, 2014. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the corruption of the system bios however, how the system bios became corrupted remains inconclusive. The manufacturer internal reference number is: (B)(4).